Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, unable to lock the PICC line due to malfunction of the clamp mechanism, which caused an interruption during the procedure then need to open new packaging.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged clamp is confirmed; however, the exact cause is unknown. One photograph of a 5 fr dual lumen powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed the sample in a clear, plastic bag. The clamp appeared to be extended outward at an angle, allowing the latch to bend inward. No other details of the damage could be discerned in the returned photograph. No obvious use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.